Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device did not run. It was further determined that the electronic motor, the electronic control module, and the housing were damaged. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear on components from repeated sterilization and use over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was discovered that the electric pen drive device was frozen. During in-house engineering evaluation, it was observed that the device did not run. It was further observed that the electronic motor, the electronic control module, and the housing were damaged. There were no delays to the planned surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, the reporter stated that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.